Event description:
It was reported that, "the implants were removed due to infection and antibiotic cement was inserted."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon ps fem component, cemented, cat# 5515-f-502, lot dska. Tri ts baseplate size 4, cat# 5521-b-400, lot # bzxf. Triathlon mb patella pa a38, cat# 5554-l-381, lot #sgjxy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device(s) cannot be performed as the device was retained by the surgeon and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested, but not made available. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.